Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that replace battery now alarm without low battery alerts. Checked the alarm history and multiple occurrences found. Battery cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed active current measurement and displacement test. Pump received error 25 due to connector resistance issue. Device failed sleep current measurement due to unexpected battery power loss and pump error 25.